Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
Doctor complained regarding guidestar 14fr sheath in combination with heliostar balloon. It was not specific to the used products in this case but the sheath in combination with balloon always behaves like that: he said that curve and maneuverability is not good and pulling back balloon into sheath takes too much force. When pulling balloon into sheath it makes a snapping movement when it snaps back completely into the sheath. Curves distal bends during the pullback of balloon, then straightens during pullback and also snaps back into la when balloon snaps back deep into sheath. He complains that possible atrial injury of sheath might happen. No patient consequence in this case, procedure was successful.

Manufacturer narrative:
Device was used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Per procedure (destino steerable guiding sheath in-process and final inspection) all of the following procedures are performed 100%: use a laser microscope to verify the o.d. (Outer diameter) of the sheath in three different spots (distal section, mid-section and proximal section) of the body in dim "a", to confirm that the unit meets the requirements according to the drawing. Use appropriate pin gauge to measure ID of shaft, dim "c", according to drawing. The pin gauge should be inserted at distal tip of shaft. Dilator insertion or pin gauge, sample size 100%: wipe the tooling dilator with a lint free polywipe. Insert the tooling dilator into proximal end of the shaft to assure inner lumen is free any obstructs material. The dilator should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. There should be minimal gap between shaft and dilator at distal end. Per IFU: wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.